Event description:
Lichtenstein mesh repair of right inguinal hernia. Prolene ethicon 3" x 6" mesh patch was used. Surgery was uneventful, however, the recovery was extremely painful and prolonged. From the time of surgery to present day, pain, in the area of the surgery, has always been present. (B) (6) 2009, the pain intensified and radiated from the point of surgery down the inside right thigh to the knee causing a disability to work. Current physician acknowledges that he feels a ridge in the public area, at the point of surgery which proved to be the trigger point of the pain. He states that it is most likely the mesh which is bunched up and incorporated or pressing against nerves which is causing the excruciating pain. Two cortisone injections have been administered and a third will be scheduled when needed. He states that I am a candidate for mesh removal surgery if the pain persists. Route: unk. Dates of use: (B) (6) 2005 - (B) (6) 2010. Diagnosis or reason for use: right inguinal hernia. Injection therapy (B) (6) 2010 and (B) (6) 2010. Marcain and kenalog injection to reduce inflammation and pain.